Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had legs episode particularly wobbly feet. It was noted that the patient had leg weakness. The patient was admitted to the hospital. It was unknown what caused the leg weakness but it was believed not to be procedure related. The bsn sales representative was not able to find out if other intervention took place. The patient was reportedly doing well.

Manufacturer narrative:
Additional information was received that the patient had no new pain. It was noted that the patient went back to the hospital with some concern about being wobbly on his feet.

Event description:
A report was received that the patient had legs episode particularly wobbly feet. It was noted that the patient had leg weakness. The patient was admitted to the hospital. It was unknown what caused the leg weakness but it was believed not to be procedure related. The bsn sales representative was not able to find out if other intervention took place. The patient was reportedly doing well.

Event description:
A report was received that the patient had legs episode particularly wobbly feet. It was noted that the patient had leg weakness. The patient was admitted to the hospital. It was unknown what caused the leg weakness but it was believed not to be procedure related. The bsn sales representative was not able to find out if other intervention took place. The patient was reportedly doing well.